Event description:
Customer reported a physicist's discrepancy with field alignment and kvp measurement. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the radiation field alignment and kvp. System operates as intended. This MDR is related to ge healthcare complaint.